Event description:
During insertion of cc4204bf the pt unexpectedly moved, creating a posterior capsule tear. The lens was removed and replaced with a 3 piece type lens. The surgeon stated this was not product related. The patient's prognosis is good, and post-op best-uncorrected visual acuity was 20/70.